Manufacturer narrative:
A synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis with stent attached. An examination of the crimped stent identified stent damage on the mid-section of the stent with struts lifted. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip found tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The patient presented with myocardial infarction. Vascular access was obtained via the femoral artery. The 70% stenosed, eccentric target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). A 2.5 x 12mm balloon was inflated to 22 atmospheres (atm), but was unable to pass to the mid lad. The mid lad was then pre-dilated with a 2.5 x 10mm balloon at 16 atm and a 3.0 x 12mm nc balloon at 16 atm. A buddy wire was used with the runthrough wire and a 3.00 x 16mm synergy drug-eluting stent was advanced. The synergy could not pass the mid lad and the stent dislodged. The device was removed and the procedure was completed with 3.00 x 16mm synergy and 3.5 x 12mm synergy stents. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The patient presented with myocardial infarction. Vascular access was obtained via the femoral artery. The 70% stenosed, eccentric target lesion was located in the non-tortuous and non-calcified left anterior descending artery (lad). A 2.5 x 12mm balloon was inflated to 22 atmospheres (atm), but was unable to pass to the mid lad. The mid lad was then pre-dilated with a 2.5 x 10mm balloon at 16 atm and a 3.0 x 12mm nc balloon at 16 atm. A buddy wire was used with the runthrough wire and a 3.00 x 16mm synergy drug-eluting stent was advanced. The synergy could not pass the mid lad and the stent dislodged. The device was removed and the procedure was completed with 3.00 x 16mm synergy and 3.5 x 12mm synergy stents. There were no patient complications reported and the patient's status was stable.